Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical rectal cancer, during resection of rectum, during device firing, only the blue part of the reload was fired. Staples were partially fired. Surgeon used another reload to resolve the issue. No patient injury.